Event description:
Complainant alleged that the medics were monitoring and treating a patient for shortness of breath when the device display intermittently blanked out. The paramedics were able to continue therapy with the device. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.